Manufacturer narrative:
The previous follow up report was submitted with a blank h10. Below is the text that was supposed to be sent: the customer confirmed the issue was discovered during routine preventative maintenance (pm). Since the issue was found outside of clinical use, therefore, this complaint no longer meets reportability requirements. The device was evaluated by a philips field service engineer (fse). The fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed all specified tests. No other anomaly was reported.

Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Event description:
The customer reported a ventilator was identified of having a defective nav-ring. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.